Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to a button keypad anomaly. The pump passed the stop current test. However, moisture damage was found on the electronics and motor. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot and a missing display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had moisture damage and unresponsive keypad. The customer mentioned pump feel in the toilet, she removed battery and now the pump won't turn on. The customer's blood glucose was 383mg/dl. The customer was unable to troubleshoot at the time of call, due to pump not working.